Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after gastric sleeve procedure, the surgeon stated he felt there was far less bleeding during the procedure with the device, surgical space was clean and no visible sign of bleeding. The patient was discharged at about 12:00pm. Then, later that evening the patient returned to the hospital with pain, and looked pale. She was taken to operating room and they found a short gastric bleed and intervention was required to stop the bleeding.